Event description:
A home pt contacted baxter's technical service center regarding a check lines & bags message that appeared on the display of the home pt's homechoice machine during the priming cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt connected their transfer set to the pt line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.